Manufacturer narrative:
Customer reported that a pyxis anesthesia es system malfunctioned in the middle of a procedure. Customer reported a 30-minute delay to patient care. Customer reported that staff was unable to access the required medications but retrieved them from another device. Customer did not disclose procedure and medications used. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and found no errors in the device's logs. Technical support specialist performed a system file check and confirmed that there were no issues with the device.

Event description:
Customer reported that a pyxis anesthesia es system malfunctioned in the middle of a procedure. Customer reported a 30-minute delay to patient care. Customer reported that staff was unable to access the required medications but retrieved them from another device. Customer did not disclose procedure and medications used. No patient or user harm was reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-apr-2020 to 10-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding in the middle of a procedure. A technical support specialist stated that the customer confirmed that no further issues were reported since case originated. The system functioned as intended.

Event description:
Customer reported that a bd pyxis anesthesia es system malfunctioned in the middle of a procedure. Customer reported a 30-minute delay to patient care. Customer reported that staff was unable to access the required medications but retrieved them from another device. Customer did not disclose procedure and medications used. No patient or user harm was reported.